Event description:
During a routine maintenance visit at the user facility, it was reported that the loaner core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of bias current message was duplicated and confirmed during service evaluation. The probable cause of the issue was determined to be a damage of the cable assembly.